Event description:
It was reported that following the original bladder suspension procedure, the pt was returned to the operating theater for an exploratory laparotomy under general anesthesia due to a retropubic hematoma. During the second procedure it was noted that a "small vein and a small artery were bleeding". The pt subsequently was transfused with 4 units of blood product.